Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The nurse reported via phone call that the customer had a motor error alarm on the insulin pump. Customer also had several no delivery alarms and a bad battery alert in the alarm history. Customer stated that her blood glucose was over 200 mg/dl and higher after the motor error. Customer was attempting to bolus when the motor error came up. Customer's blood glucose was 333 mg/dl. Customer does not use the sensor feature on the pump. Caller already completed the rewind sequence. Customer went to urgent care on (B)(6) 2015 with a blood glucose over 600 mg/dl. Customer had no delivery alarms. Customer had pump replaced and syringes. Customer was wearing the pump at the time of the urgent care visit. Caller declined troubleshooting for bad battery alert and the no delivery alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.